Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior repair procedure. According to the complainant, during the procedure, the physician perforated the bladder on both sides. On the patient's right side, a minor bladder perforation was caused by the physician's finger. On the patient's left side, the physician deployed the capio device and pulled the mesh leg through the bladder when attempting to throw the leg assembly. The physician then removed the device and repaired the bladder (exact method unknown). The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Attempts to obtain additional information have been unsuccessful.